Manufacturer narrative:
The device was received for evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported 'internal failure errors' which were verified through a review of the event history log as potential occlusion issues but not reproduced during evaluation. The reported condition was verified. The cause was determined to be a damaged ultrasonic sensor. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had unspecified internal failure errors. This occurred during an unspecified process step.there was no report of patient injury or medical intervention associated with this event. No additional information is available.